Event description:
It was reported that there was oversensing since the fullview was uploaded. It was noted there was false atrial fibrillation (af) and some undersensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.